Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was deployed via the right internal jugular for pulmonary embolism (pe). Approximately three months post filter deployment, patient presented with shortness of breath and chest pain and had stopped taking coumadin. Ventilation/perfusion lung scan revealed high probability of bilateral peripheral pe. Approximately three years eight months post filter deployment,, left lower extremity deep venous venogram revealed the inferior vena cava was widely patent and the filter was in good position. Over the six years post filter deployment, seven imaging studies were performed that revealed recurrent deep vein thrombosis and pe. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the provided medical records, it can be confirmed the patient experienced pe after filter implantation; however, the investigation is inconclusive for any deficiency with the filter as the origin of the pe and the relationship to the filter has not been established in the provided medical records. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry: 06/2011). (Manufacturing date: 06/2008). (Patient, method, results, conclusions).

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. Approximately six years post vena cava filter deployment the patient was hospitalized for deep vein thrombosis and pulmonary embolism. The current patient status is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. Approximately six years post vena cava filter deployment the patient was hospitalized for deep vein thrombosis and pulmonary embolism. The current patient status is unknown.